Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device humidifier burning water tank. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. External and internal inspection of the device and observed the following: note firmware version as found on the device: - v1.0.4.3830. Was device firmware upgraded? - yes. Note of upgraded firmware version - v1.0.7. Evaluation notes: - customer complaint replicates. The pca need to be replaced? - yes. Note additional failures observed: - pca damage, fail humidifier verification. Was customer complaint able to be reproduced? - yes. Note why parts to be replaced: - scrap per deviation v01500886.